Event description:
It was reported that at the user facility the device was disassembled and missing the top portion. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
This is being submitted for device evaluation results.

Event description:
It was reported that at the user facility the device was disassembled and missing the top portion. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.